Event description:
Employee was attaching a needle to customer's insulin pen. Needle was defective - had an additional needle that was sticking out of the side of the needle cap. No needle stick. Manufacturer notified.